Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned, and the customer allegation was confirmed and found that the light transmission was lost or too low due to breakage of the light guide bundle of the video cable section. Additionally, the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device image/picture was too dark. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device image/picture was too dark. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.